Event description:
This event was reported to shockwave via a short-cut trial study from (B)(6) for clinical research. On (B)(6) 2024, a shockwave c2 intravascular lithotripsy (ivl) catheter was used to treat a lesion in the right coronary artery (rca). It was reported that the procedure was complex involving front rotational atherectomy in a patient with significant coronary calcification and vessel tortuosity. The procedure included the deployment of overlapping drug-eluting stents (des) in the rca with proximal and mid-vessel post-dilation. The angiographic evaluation showed timi flow grade iii throughout the rca and distal branches, with timi flow grade I in a few small right ventricular (rv) marginal branches, which demonstrated signs of improvement. The procedure was initially tolerated well, and the patient was transferred to the cardiovascular recovery unit. Shortly after transfer, the patient experienced ventricular tachycardia (vt) that progressed to ventricular fibrillation (vf), resulting in cardiac arrest. Multiple rounds of cardiopulmonary resuscitation (CPR) and three defibrillations successfully restored spontaneous circulation. Emergency intubation was performed, and the patient was transferred to the intensive care unit (ICU). Upon arrival at the ICU, the patient experienced pulseless electrical activity (pea) cardiac arrest, necessitating chest compressions and administration of advanced cardiovascular life support (acls) medications. The return of spontaneous circulation was achieved. The patient was taken back to the catheterization lab for evaluation and the echo revealed reduced left ventricular ejection fraction (lvef) consistent with prior findings, and the right ventricular dysfunction. Further evaluation noted new inferior st-segment elevations and angiography revealed thrombus formation in the rca. A balloon angioplasty was performed, and the angiography showed timi flow grade ii with no residual thrombus. Despite resolution of the thrombus, st-segment elevations persisted, prompting the placement of a temporary venous pacemaker. In the early evening following pacemaker intervention, the patient experienced progressive clinical deterioration, including worsening acidosis, decreased urine output, and increasing vasopressor. Despite aggressive medical management, the patient experienced another vf cardiac arrest requiring multiples rounds of CPR. The patient's family elected to terminate life support measures. The patient subsequently expired. This event was sent to the clinical events committee (cec) for adjudication of the patient death. The cec determined that the relationship to the event to both the study device and procedure was possible. There was no ivl device malfunction reported.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the death could not be definitively determined based on the information available. There was no ivl device malfunction reported. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.

Manufacturer narrative:
Shockwave medical received additional information on 16may2025: the (B)(6) medical review later determined the event to be not unanticipated and that the relationship to the device has been changed from possibly related to definitely related. It was noted that the balloon ruptured during the procedure after delivering 60 pulses inside a stent. The cath lab did not consider the rupture unusual. No other device malfunction was reported.

Event description:
Shockwave medical received additional information on 16may2025: the (B)(6) medical review later determined the event to be not unanticipated and that the relationship to the device has been changed from possibly related to definitely related. It was noted that the balloon ruptured during the procedure after delivering 60 pulses inside a stent. The cath lab did not consider the rupture unusual. No other device malfunction was reported.